Event description:
It was reported low impedance, along with noise, was seen on the lead. The lead was replaced. Additional information received reported the device was also explanted and replaced due to low impedance issues. The physician questioned a possible device header problem. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: full lead returned for analysis. No anomalies found.